Event description:
It was reported that the pulse generator exhbiited an output anomaly. The device was reprogrammed. The remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.